Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the lamp was not working. The unit was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Lamp. Note: the reported complaint was confirmed. The field service representative sent the user a replacement bulb. The root cause was attributed to component failure.